Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button trace was creased. The cause of the non-functional response buttons is the damaged trace. The root cause of the creased trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.